Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pain") and eye operation ("surgery ( other ) type of surgery : eye surgery") in a 37-year-old female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis and cystic fibrosis. Concomitant products included citalopram, cyclobenzaprine and ibuprofen. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / heavy bleeds with clot") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches,"). On (B)(6) 2017, 2 years 2 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient underwent eye operation (seriousness criterion medically significant), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast after the removal"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue,") and weight increased ("weight gain"). The patient was treated with hydroxychloroquine phosphate (plaquenil), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, eye operation, back pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, female sexual dysfunction, anxiety, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, back pain, dysmenorrhoea, eye operation, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pain/right side pelvic pain") and eye operation ("surgery ( other ) type of surgery : eye surgery") in a 37-year-old female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome and macular degeneration. Previously administered products included for an unreported indication: mirena. Concurrent conditions included rheumatoid arthritis, cystic fibrosis, obesity, asthma, migraine and panic attacks. Concomitant products included ascorbic acid, cefixime (flexeril), citalopram, cyclobenzaprine, escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ondansetron (zofran), quetiapine fumarate (seroquel), sumatriptan (imitrex), topiramate and topiramate (topamax). On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / heavy bleeds with clot"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue,"). In 2016, the patient experienced anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6)2016, the patient experienced migraine ("migraines") and headache ("headaches,"). In 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast after the removal"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, 2 years 2 months after insertion of essure. On an unknown date, the patient underwent eye operation (seriousness criterion medically significant). The patient was treated with hydroxychloroquine and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy/unilateral oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, eye operation, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, female sexual dysfunction, anxiety, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, dysmenorrhoea, eye operation, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had the need for additional surgery. Essure device was used to place coils into ostia and coils were released from device. Trailing coils right 1 ; left 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received with her demographic details were updated. Event clubbed: pain/right side pelvic pain. Event onset date added. Event outcome added for lower back pain. Medical history added. Concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pain") and eye operation ("surgery ( other ) type of surgery : eye surgery") in a 37-year-old female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis and cystic fibrosis nos. Concomitant products included citalopram, cyclobenzaprine and ibuprofen. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / heavy bleeds with clot") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In october 2016, the patient experienced migraine ("migraines") and headache ("headaches,"). On (B)(6) 2017, 2 years 2 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient underwent eye operation (seriousness criterion medically significant), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast after the removal"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue,") and weight increased ("weight gain"). The patient was treated with hydroxychloroquine phosphate (plaquenil), surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, eye operation, back pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, female sexual dysfunction, anxiety, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, back pain, dysmenorrhoea, eye operation, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, aka added, demographic added, lot number received, events added are as follows- fallopian tube perforation, vaginal haemorrhage, menorrhagia, fungal infection, apareunia, yeast infection, anxiety, migraine, headache, dysmenorrhoea, fatigue, weight gain, abdominal pain, back pain, abdominal pain lower. Events onset date added, severity updated, outcome updated, concomitant condition and drug added, treatment drug added, lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.